Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (service code and bent pins or damaged e-belt connector) has been confirmed. Upon investigation the belt showed a service code. The cause for the failure was isolated to pin's voltage out of tolerance on in the distribution node (dn). The root cause for defective components could not be positively identified. No adverse event resulted from the damaged belt.